Event description:
It was reported that during a meniscus repair surgery t1 and t2 deployed simultaneously inside the meniscus. No patient injuries or significant delay. Back-up device was available to complete the surgery. Both t's were removed from the patient's anatomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: one ultra-fast-fix needle delivery system device used for treatment, was returned for evaluation. Please note: this style device requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. This product has no deployment or automatic deployment mechanism. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The delivery needle displayed no damage. The depth limiter was attached and trimmed. It was creased and out of round which aligns with difficulty in reaching intended anchoring location, probing or twisting. No anchors were returned. Partial suture was returned. The manual actuator lever was found fully forward. Per instructions for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not use sharp instruments to manage or control the suture. Do not bend delivery needle. It is normal to encounter resistance prior to achieving the ready position.¿ complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.